Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of approximately 300 mg/dl while using the ilet bionic pancreas, with the user attributing the elevation to possible overeating and inquiring about announcing a meal to reduce glucose; the agent advised against a meal announcement and reviewed options including supply changes, ketone protocol, or allowing the algorithm to correct, and the user planned to consult their healthcare provider about a correction injection. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education with no alerts or alarms and no medical intervention beyond potential hcp-directed correction. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and that user factors could have contributed. It was concluded that the hyperglycemia had an unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.